Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 20-dec-2024, the user unintentionally delivered a large dose of insulin into their body during an infusion set and insulin supplies change due to failing to rewind the ilet pump before inserting the cartridge. This resulted in a hypoglycemic event. The user reported blood glucose (bg) levels dropping to 56 mg/dl and remained below 70 mg/dl for approximately 2-3 hours. Symptoms included rapid bg decline, prompting immediate action. The user consumed soda, juice, and candy to correct the low, with bg stabilizing at 113 mg/dl. Emergency medical services (ems) were called and provided additional treatment, including carbohydrates (ham sandwich). No hospitalization was required, and there were no immediate or long-term health effects reported. The user is not currently using the ilet pump and is awaiting retraining with a regional clinical trainer (rct) to ensure proper use of the device. A g7 continuous glucose monitor (cgm) alerted the user to the low bg.